Event description:
The clinic reported that a laser vision correction patient presented with corneal abrasion in right eye one day post treatment. It was stated that the patient had loss of best corrected visual acuity (bcva). Bcva right eye pre-op 20/20 post-op 20/150. Left eye pre-op 20/20 post-op 20/30. The patient complained of right eye being blurry and sore.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.